Event description:
It was reported that a user injured their hand while operating the cot. Upon follow up with the customer, it was found that the bottom release arm of the powerload system malfunctioned while the user was trying to load the cot. This caused the powerload to create a pinch point, resulting in the user's hand getting pinched. The user did not require any treatment.

Manufacturer narrative:
The device evaluation has been completed and section h codes have been updated to reflect this. Section b5 has been updated with further information regarding the event.

Event description:
It was reported that a user injured their hand while operating the stretcher additional information regarding the treatment and severity of the injury as well as the product details are currently being requested from the user facility.